Event description:
It was reported to boston scientific corporation on may 04, 2022 that a wallflex duodenal stent was to be implanted during a stent placement procedure performed on (B)(6) 2022. During the procedure, the stent deployed prematurely before reaching the reconstrainment limit mark. The stent coiled on itself and was deployed not in the intended anatomy. The stent was removed from the patient with difficulty due to incorrect placement and another wallflex duodenal stent was implanted to complete the procedure. There are no known patient complications due to this event.

Manufacturer narrative:
Report source: medwatch report#: (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.